Event description:
Patient was revised to address overstuffing.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
The device associated with this report was not returned. A complaint database search finds no other reported incidents against the provided product and lot combination. Review of supplied patient x-ray found no evidence that the joint is overstuffed. Requests for additional investigational inputs were made in accordance with wi-7915 appendix a. No additional information was obtained. Based on the inability to identify root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.